Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, while walking, the patient reported feeling her blood glucose (bg) level dropping and began experiencing confusion. Upon checking her continuous glucose monitoring (cgm) device, the patient observed a ¿sensor failed¿ alert, indicating she was not receiving cgm values or alerts. No bg meter reading was reported. The patient was wearing a beta bionics ilet insulin pump at the time of the event. She subsequently fell but did not lose consciousness. A bystander assisted the patient, provided fruit juice, and helped her to her car. The patient also self-treated with glucose tablets. The patient did not seek care from a higher-level medical provider and reported feeling ¿fine¿ at the time of follow-up. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.